Event description:
The plaintiff's attorney alleged that the patient received dialysis treatment and thereafter experienced a cardiovascular or cardiorespiratory event. It was further alleged that the event contributed to or caused the patient to expire and that all of these allegations were caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
Patient code was used for the cardiovascular event as there is no other code that best describes an unspecified cardiovascular event. This is one of two device reports associated with this event.